Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of aspirin for twelve (12) months with clopidogrel for three (3) months. The patient came in for their three (3) month follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the face of the closure device. The physician restarted the patient on an anticoagulation medication with routine follow up tee procedures in response to this event.